Manufacturer narrative:
Pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm in the pump history or long trace noted. Pump downloaded properly to the carelink software noted. However, pump had unexpected pump error ,after monitoring for several minutes, and high sleep current measurement. The internal battery connector was found not properly connected. Connected the internal battery, then the pump was monitored for 24 hours with no unexpected pump error noted during testing. Also the sleep current measurement is within specs. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had low battery alarm on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.